Event description:
Prosthesis has been loose, since 2006, was told it would have to be done over again in order to correct the problem, did not receive all parts of prosthesis at time of surg, but not, told this until after the surgery, expiration? Because of my age, pieces were left out. Had procedure done under general anesthesia and right nerve block. Was to stay 2-3 days in hosp - was discharged 1 hr later.